Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that prior to attempted implant of the right ventricular (rv) lead it was noted to have a helix malfunction issue whereby the helix "was not coming out smoothly." Therefore, the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.